Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use check power up, the cardiosave intra-aortic balloon pump (iabp)  displayed error code 10. Helium transducer not calibrated. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that upon start up, it was being found that the "power - up test fail code #10", "audible alarm" and even the "helium transducer" was not calibrated. Fse had further checked the logs and it was being found that the safety disk data and all calibrations are missing. Then the fse had further replaced the "d670-00-0770"- pcba, exec processor. After that the fse had completed the pm including all functional and safety tests as per manufacturer specifications. The unit has been returned to customer. The failure analysis and testing department received part with a reported unit failure of unit failed power up test code 10. The failure analysis and testing dept. Performed a visual inspection of the part received and found that the board is in good condition. The failure analysis and testing department installed part in the cardiosave test fixture and tested to factory specifications per procedure 0002-07-d016 rev. E and cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department verified the failure of power-up test failed code 10. Moreover, the executive board doesn¿t retain helium tank transducer and 30 psi calibrations.retaining the board in the fat dept per procedure 0002-07-008 rev ar. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.